Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch ultralink meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient manages their diabetes with an insulin pump. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing a symptom of ¿blurry vision¿ two hours later. The patient denied receiving any treatment for this symptom. The alleged issue was not resolved with troubleshooting. This complaint is being reported because the patient may have suffered a serious injury related to hyperglycemia after the alleged issue began.